Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported material rupture; however, the reported difficult to remove, stent dislodgement and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. Two xience sierra stent delivery systems (sds) (2.25x38 and 3.0x38mm) were implanted without issue; however, the physician did not like the apposition of where both stents over lapped in the middle. Therefore, the 3.50x18mm xience sierra sds was advanced with no issue, but the balloon ruptured at 2 atmospheres. There was difficulty removing the sds due to the anatomy and the stent became dislodged. A 3.5x15mm non-compliant balloon was advanced and used to treat the malposition. Then an unspecified trek balloon was used to bring the dislodged stent back into the unspecified guide catheter and remove all of the devices as one unit. Once the device was removed it was noted the stent was not in the guide catheter and remained stuck at the right groin. The patient was sent to surgery and a cut down was performed to successfully remove the stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.